Manufacturer narrative:
Additional information was received. The patient was treated with pressure and observation. The patient was discharged. There was no difficulty inserting the sheath.   The patient¿s vessel was calcified and tortuous. Upon visual examination of the sheath, the sheath was torn on the distal end and appeared as a ¿jagged edge¿. Correction to b1 check product problem.

Manufacturer narrative:
The esheath was returned to edwards lifesciences for evaluation. Visual inspection of the returned device revealed that following: a radial tear half-circumferential through the hdpe, minor distal tip damage by opening, score line present both radially and axially and the sheath tip was torn. Functional or dimensional testing was unable to be performed due the that nature of the complaint. There were no photos or applicable imaging provided for review. During the manufacturing process, the esheath undergoes inspection through the manufacturing process. Per procedure, the sheath shaft is 100% inspected visually for defects. During manufacturing the sheath shaft component, the sheath tip is inspected. Per procedure, during the final inspection, the sheath undergoes 100% inspection by both manufacturing and quality. In addition, product verification (pv) testing is performed on a sampling basis and all testing met specifications. Testing includes expander insertion force and expansion testing of the sheath tip. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformance that could have contributed to the event. A lot history review was performed and revealed no complaints related to this event. A review of complaint history for the edwards esheath introducer set (all models) revealed other returned devices from (B)(6) 2018 ¿ (B)(6) 2019 for this trend category. Available information suggests that patient and/or procedural factors contributed to the event. A review of the complaint history revealed that the occurrence rate did not exceed the october 2019 control limits for the trend category. The esheath IFU, device preparation manual, and training manual were reviewed for device preparation and use instructions related to the reported event. The procedural training manual provided guidance for the esheath introducer set: the edwards esheath is contraindicated for tortuous or calcified vessels that would prevent safe entry of the introducer and sheath. In addition, the training manual provides guidance on the appearance of the sheath upon removal. The sheath may have some curvature, ripples along the seam are normal and an open tip and seam are to be expected. No IFU/training inadequacies were identified. The complaint was confirmed. However, a potential manufacturing defect may have contributed to the complaint event. A conclusive root cause in unable to be determined at this time. The distal tip radial tear failure mode and its root cause had been initially captured in a product risk assessment. In the pra, the root cause is attributed to a manufacturing defect, insufficient scoring of the sheath distal tip. Improper scoring of the sheath tip can lead to improper expansion of the sheath distal tip during delivery system insertion, contributing to the observed tearing. A CAPA was initiated to drive corrective actions to address the issue. However, the CAPA was closed in 2015. This complaint device was manufactured in 2019, after corrective actions have been implemented. A pra has been initiated to capture investigation and related risks on recent sheath complaints exhibiting this failure mode; the investigation is still ongoing. In this case, a potential manufacturing defect may have contributed to the reported event. A pra has been initiated to capture the investigation and re-assess risks on this failure mode. There were no IFU/training inadequacies identified.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(6) affiliate, during a tavr procedure with a 14fr esheath a dissection in left femoral artery was noted. The sheath will be returned for evaluation.